Event description:
Second revision surgery - due to the pt continuing to dislocate. The surgeon pulled the size 15 stem, the size 49 unipolar, the neutral offset sleeve, and the distal centralizer. Reference first revision (B)(4), date of surgery (B)(4)2013.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 38 days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 16623 showed 8 parts (part number: 400-03-010) returned to the vendor for an oversized feature. A review of the product complaint report history showed this is the 6th complaint for this part ( 1 damaged in shipping, 4 packaging concern, 1 dislocation), first for this lot. The root cause for the patients dislocation could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.